Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of "high" on cgm mg/dl; cause was the pump shutting down due to being placed in storage mode. Elevated bg was addressed with a correction bolus via the pump. The pump was reset and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.